Event description:
It was reported that an ilet displayed persistent alert 41 instructing a restart during setup and could not complete an insulin shaft rewind, following the user forcing a cartridge in backwards, which resulted in an insulin delivery malfunction and device replacement; the user transitioned to subcutaneous insulin backup therapy and used a g7 sensor. Symptoms included hyperglycemia with a reported blood glucose of 248 mg/dl for approximately two hours without ketone testing, medical intervention, or hospitalization. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.